Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebn0811 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that after the PICC was inserted they were unable to flush the device. It was stated that when the rn tried to put the wire back through, it would not insert into the device. The PICC was removed and they attempted to flush the device and were unsuccessful. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an occluded catheter was confirmed, and the damage appears to be associated with use of the device; specifically modifying the catheter length. One 5fr d/l powerpicc solo was returned for investigation. The catheter extended 33.3 cm from the distal end of the bifurcation. The dual lumen (d/l) tubing had been trimmed at the 32 cm depth mark. The cross section at the distal end of the catheter revealed that a portion of the tubing had been fused together, which prevented infusion of fluid through the lumen with the purple hub. It appeared that the material fused together during the process of modifying the catheter length. Attempts to replicate the fusion of the catheter material by trimming the tubing with assorted scissors were unsuccessful. The damage occurred during use and may have been associated with an instrument that uses heat to cut. To modify the catheter length, the product IFU states, ¿using a sterile scalpel or scissors, carefully cut the catheter.¿

Event description:
It was reported by the facility that after the PICC was inserted they were unable to flush the device. It was stated that when the rn tried to put the wire back through, it would not insert into the device. The PICC was removed and they attempted to flush the device and were unsuccessful. No patient injury was reported.